Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The legal manufacturer was able to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, the foreign material observed in the surface tip (including the objective lens) and to the air/water nozzle piping was turned out to be silicic acid and organic silicone from chemicals. Furthermore, physical damage was not found at the foreign material residue points. Therefore, the root cause of the reported events is unable to determined. The event can be detected/prevented by following the instructions for use (IFU) which state: -inspection methods are written in instructions for use: gif-190 series operation manual: chapter 5 reprocessing the endoscope (and related reprocessing accessories), 5.5 manually cleaning the endoscope and accessories, clean the external surface olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the videoscope had foreign matter attached to the surface tip (including the objective lens) and to the air/water nozzle piping. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.